Manufacturer narrative:
H6; code 100: instrument was received with an inverted staple jammed in the cartridge nose and with a yielded cartridge nose weld. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; yes (1 inverted). Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to an inverted staple in the cartridge nose and a yielded cartridge nose weld, which caused the instrument to jam. The instrument was received with an inverted staple jammed in the nose and with a yielded nose weld. The inverted staple was removed from the nose and the instrument was cycled, fired, and properly formed the remaining staple without incident. No conclusion could be reached whether the yielded cartridge nose weld had caused the staple to invert or if the inverted staple had caused the cartridge nose weld to yield. Each instrument is evlauated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during a laparoscopic hernia procedure. It was reported by the affiliate that the instrument jammed. There was no pt consequence.